Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical customer service department received a customer complaint on 08mar2019 of "for evaluation - microbes present-unknown location" involving the pentax medical video gastroscope model eg29-i10, serial number (B)(4). No patient involvement reported. The video gastroscope was received at pentax medical on 11mar2019 for evaluation and evaluated on 14mar2019. The service repair technician documented a slice by an accessory in the primary operational channel. Additional inspection findings: passed wet leak test, lightguide prong cover glass set loose, umbilical cable dent, passed dry leak test, insertion tube mild scratches at stage 1, fluid invasion not observed in control body, fluid invasion not observed in pve connector. The video gastroscope is currently undergoing repairs and pending organic sampling.